Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Flow up communication with the customer reported and as stated in section b5, the intended procedure was completed using a monopolar instead of bipolar procedure. There was no intervention, no delay in the procedure, the reported issue did not affect the outcome of the procedure. The subject device was inspected by circulating nurse prior to use. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Device evaluation found an error e433 due to faulty generator board. Review of the device data log found error e433 showed twenty five (25) times in the data log. Furthermore, the following findings were identified during inspection: minor scratched and dings on the top cover, minor scratches, dings, cracks and chips on the front panel. The device history record (DHR ) review showed, that the device was manufactured according to valid instructions and met all of its specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of a reported displayed error code e433 that was detected in the middle of a therapeutic transurethral resection of prostate procedure. The procedure (monopolar) was completed with a similar device. There were no reports of patient harm.